Event description:
A customer reported that an antibody screen on 4/5/06 was negative with 0.8% selectogen lot 8s711. In 2006, the pt was transfused with 3 units of packed red blood cells. Ten days later, post transfusion workup was performed and anti-s was identified (yta antibody was possibly present). Pt was dat positive, total bilirubin was 13.8. No repeat testing of pre-transfusion sample was performed.